Event description:
I. V. Catheter is bent inside; stent with safety end is bent when you remove it from a bent appearing catheter. These are clean and unused. Noticed this (B)(6) 2019. Dates of use: (B)(6) 2019. Diagnosis or reason for use: i.v. Catheter for ivt admin.